Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left forearm. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated three times at 10 atmospheres for 30 seconds respectively. However, during the third inflation at an unknown pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.